Event description:
It was reported that the end user alleges personal injury from malfunctioning joystick controls on an unknown power chair. Additional information is not available at this time. File will be updated when/if additional information is received.